Event description:
Customer contacted beckman coulter inc. Initially on (B)(6) 2013 and later on (B)(6) 2013 to report discrepant troponin patient results on their dxi 600. Other discrepant results were observed by the beckman coulter field service engineer on (B)(6) 2013. No erroneous results were released to the physician.

Manufacturer narrative:
A field service engineer was dispatched on (B)(4)2013 (manufacturer report # 2122870-2013-01095). The fse evaluated the instrument and performed several precision runs. He could not find anything wrong with the instrument. The customer continued seeing discrepant results and called again on (B)(4) 2013, so a specialist was dispatched on (B)(4) 2013. The hardware specialist noted additional discrepant results. He found a crack in the manifold fitting and replaced it, resolving the issue. (B)(4).